Event description:
Customer reported that none of the buttons on the insulin pump are responding, it looks like the screen is frozen. Customer tried taking the battery out and putting it back in but is not working. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.